Event description:
As reported, during an unspecified procedure, a flexor rabbe guiding sheath became caught on an unknown wire and "broke into pieces" upon removal. There has been no report that any part of the device remained in the patient or that the patient required any additional procedures or experienced any adverse effects due to this event. Additional information has been requested but is not available at this time.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.